Event description:
It was reported to boston scientific corporation in 2009, that a gold probe was used during a colonoscopy procedure performed six days prior. According to the complainant, after the procedure, as the nurse cleaned the gold probe with gauze, the tip detached. The procedure was completed with this gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.